Event description:
It was reported that the lead box was damaged in trunk of vehicle. Actions required as a result of the event was future replacement of trunk stock. The box was punctured when closing the trunk of the representative vehicle. The representative was gathering items for a case and accidentally closed the trunk of his vehicle on this lead kit. It resulted in the puncture of the box.

Manufacturer narrative:
(B)(4).